Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Other mfg report numbers: 3014334038-2022-00077, 3014334038-2022-00079. A facility reported the icp sensor had to be replaced due to monitor failure. No additional information has been provided.

Manufacturer narrative:
Cerelink monitor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Serial number update: (B)(6). DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications.

Manufacturer narrative:
The cerelink monitor was returned for evaluation: failure analysis: - monitor powered on with no issues; - monitor running the latest sw (3.00.05); - monitor connected to an ge b30. Calibration process worked as expected. Calibration values within specification. - monitor connected to bp600 pressure simulator. Accuracy of the input channel confirmed to be ok. Test range -50 to 150mmhg. Complaint condition not confirmed. Monitor works as expected. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.